Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect user interface module for evaluation. The customer has reported resolving the issue and placed the device back in service.

Event description:
The customer reported an intermittent blank display on startup on this avea ventilator. The customer stated no patient involvement with this event.